Event description:
It was reported the pt gradually lost stimulation over five days and then lost stimulation completely. The pt had pockets of fluid and stitch abscesses. At the time of the report, the pt was at the clinic in fair condition. Further investigation by the MFR rep revealed movement caused stimulation changes. Impedance measurements were normal. Add'l info has been requested from the hcp, but was not available as of the date of this report.